Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis and wanted to verify that the insulin pump was functioning properly. Blood glucose was 396 mg/dl at the time of the incident and 320 mg/dl at the time of admission to the emergency room. Blood glucose at the time of the call was 234 mg/dl. The customer treated the high readings with insulin pump and needles. Customer experienced symptoms related to their high blood glucose such as nausea, vomiting and feeling thirsty. The customer was not wearing the insulin pump for less than 48 hours prior to admission. Troubleshooting was completed and performed displacement test and self test which all passed. High pressure test was performed as well and got motor error alarm. Customer declined troubleshooting for the said alarm. The insulin pump was not replaced or returned for analysis.